Event description:
The contact stated the customer had a blood glucose reading of 340 mg/dl and a reading of 160 mg/dl 2 minutes later. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically signficant. The contact did not allege the customer experienced any adverse events due to the readings. The meter and strips are to be returned for evaluation, and the customer will be sent a breeze meter.